Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging burning smell related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil observed dust-like contamination on the flip lid and the back panel. Unknown brown residue on the flip lid, the bottom cover, iso (international organization of standardization) port cover, and the iso port. Small spots of unknown brown residue on the flip lid, the iso port cover, and the bottom cover. Potential dried liquid spots or mineral deposits on the heat shield and the heater plate, indicating potential liquid ingress. Large amounts of potential mineral deposits in the water tank and on the water tank pan. Unknown yellow residue and black contamination on the flip lid seal. The wire guard was not fully seated. Hair-like fibers of varying lengths on the flip lid. Unknown yellow residue on the dry box inlet seal. The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was able to confirm the complaint of a burning odor from the device. Pil was not able to confirm the complaint of the power cord being melted or charred where it plugged into the device, but was able to confirm the complaint of the power cord not being able to freely move or bend. Pil was not able to confirm the complaint of the device not powering on, however pil was not able to use the damaged or defective power supply and ac power cord, or dc jack power cable. Pil was able to get care orchestrator information from the device. Pil observed 29 errors were logged. The device was scrapped.